Event description:
The complaint is reported as: the catheter doesn't pass through the dilator. It is thicker than the dilator from the middle to the distal part of the catheter. Another catheter is used to continue the process. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the catheter doesn't pass through the dilator. It is thicker than the dilator from the middle to the distal part of the catheter. Another catheter is used to continue the process. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.